Event description:
It was reported to baxter (B)(4) that the reservoir of a ce basal/bolus infusor 0.5 ml/hr had ruptured. It is unknown when this event occurred. It is unknown if there is patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
It was stated in the complaint description that a decision was made to give fluid to a patient when in fact the opposite strategy of trying to remove fluid from the circulation would have been the correct course of action.

Manufacturer narrative:
Evaluation summary: device sent to 3rd party supplier integral process for evaluation. Per integral process - testing does not present continuity nor insulation defects. However, despite the fact that the returned cable was clean and looked well maintained, integral process noticed that the returned cable has been manufactured in 2000 and was 9 years' old when used at customer's site. If IFU does not specify lifetime of such cable, as it closely depends of frequency of use and conditions of maintenance, maximum average time of cable use of that category recommended by (B) (4) standards is 3 years. Taking into account testing results vs. Aging of cable, integral process lead to the conclusion that a preventive action with fast trade-in action is strongly recommended, average if not written.

Event description:
Reportedly, a cable defect lead to false readings. The truwave transducer lead did not ¿fail safe¿, thus putting the patient at serious risk. The lead does not show any signs of external damage. Consultants report stated, the patient had a pulmonary artery catheter in situ; this measures pressures within the pulmonary artery to help guide fluid management and to assess the function of the right and left sides of the heart. There are no other ways of collecting these pressures to 'calibrate' the transducers and lines (in contrast to comparing nibp with invasive systemic arterial pressures). This makes it critically important to ensure that the pressures we are measuring with the transducer are accurate. The under-reading by one half of the pressures in the case of the patient from overnight led to decisions to give fluid to a patient when in fact the opposite strategy of trying to remove fluid from the circulation would have been the correct course of action.